Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the service department of olympus europe se & co. Kg (oekg), omsc surmised there was the possibility this phenomenon was attributed to the devices such as the uces-4, nsm video router which were in same set of the subject device because the video signals were not transferred from the subject device to the monitor directly and there was no abnormality in the subject device. The reported phenomenon was might be occurred because those other devices (the uces-4, nsm video router) had temporary failure. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed during laparoscopic operation. At that time, the subject device image was displayed on the lcd monitor for just three seconds and failed twice. After a while, the field service engineer of olympus europe se & co. Kg (oekg) went to the user facility and checked the subject device. It was solved after replacing the connection cables of the subject device. There was no patient injury associated with this report.